Manufacturer narrative:
On 08 september 2016, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: observing the acetabular shell, few bones can be seen on the external surface. Some signs can be seen on both the border and the internal conical surface: they were probably caused during the removal phase. The three screws did not have any particular sign; some slight scratches can be seen just near the hexagonal sockets, probably due to the connection of the screwdriver to the head of the screws. The plug of the shell did not have any particular sign, except a deformity on the border probably caused by a hit during the removal phase. On the liner different holes relative to the screw used to disassemble it from the shell can be seen. The liner was also cutted and strongly damaged. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
On 26 july 2016 it was communicated that the revision was completed successfully. The pathogen which caused the infection is unknown. Batch review performed on 02 august 2016: lot 155998: (B)(4): not yet received.

Event description:
Revision surgery performed 1 month after primary due to infection.